Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Legal correspondence received. Patient was revised for an unknown reason. Update rec¿d 03/06/2017 claim letter received stating patient was revised due to loosening. Complaint was updated 03/13/2017. Update rec'd 03/07/2017 product was received in the lab. P/l provided for the tibial tray. Complaint was updated 03/21/2017. Update 03/20/2017, 03/23/2017 ¿medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, (B)(6) 2016 xray reports lucency about the distal portion of the tibial component suggests loosening. The complaint was updated on: 04/10/2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 04/10/2017 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and tibial component loosening (cement to implant interface). Depuy cement was used during the primary operation so it is now being added to the complaint.

Manufacturer narrative:
Examination of the returned devices did not reveal any fracture or material defects. Review of the device history records did not reveal any related manufacturing deviations or anomalies. No evidence was found of product error and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.